Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the implantable pulse generator was inoperable due to communication not being established with the charger. Patient has not charged the device since 2017 and patient last had therapy about two years ago. Device was explanted, and a new device was implanted as result to resolve the issue. There were no complications during the procedure and therapy was restored post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.